Manufacturer narrative:
Device evaluation follow-up #1 submitted on (B)(4) 2013: the cartridge was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: no defect was found. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her son (the patient) alleging a possible leaking cartridge issue. The reporter did not allege any harm or injury because of the reported issue. The reporter indicated that while performing a site, set, and cartridge change, she noticed that the cartridge compartment was wet with insulin. The reporter cleaned out the cartridge compartment and inserted a new cartridge. She denied observing damage on the cartridge. While the patient was disconnected, the reporter performed the rewind, load, and prime steps. During the prime step, the reporter claimed that the cartridge compartment was wet with insulin again. At that point, the reporter attempted to manually prime the cartridge. She was unable to determine where the leaking was coming from. The reporter was unable to provide the exact lot number of the subject cartridge involved with this complaint since she was dumping all the cartridge into one large drawer. She did not know if the cartridges had the same lot number and expiration dates. The reporter was going to send the cartridge and tubing back to anm for evaluation. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the cartridge had a possible leakage issue that was not resolved with troubleshooting. However, there is no evidence that the cartridge issue contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.